Event description:
I had one MRI brain scan in (B)(6) 2018 and a second MRI brain scan in (B)(6) 2019. Both results were normal. I had the essure medical device implanted in (B)(6) 2010. I have had many issues and have seen several doctors. The doctor who implanted me told me I had ms and needed to be checked out; when I described all my symptoms that were worsening and reported in 2016 and she dismissed. The attached pictures are prior to having the device removed as my doctor did not laser or burn; she simply removed the device and tubes successfully (B)(6) 2021. I have had chronic headaches, weight fluctuations with 20 pounds I cannot lose since 2016. My side effects from essure I experience. FDA safety report ID # (B)(4).